Event description:
It was reported that an ilet pump appeared to shut down with an unresponsive sleep/wake button and delayed screen response after a low alert, but the display recovered when placed on a charger; the user was advised to clean the button and later complete a firmware update via the mobile app. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the sleep/wake button, consistent with a key or button not working and implicating the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.